Event description:
A report was received that the patient had contacts with high impedances. The patient underwent a lead revision and the paddle lead was explanted and replaced with a new one. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient had contacts with high impedances. The patient underwent a lead revision and the paddle lead was explanted and replaced with a new one. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8116-50 serial # (B)(4) description: artisan surgical lead, 50cm model # sc-3138-35 serial # (B)(4) description: scs phiii ext 35cm explanted devices will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.